Event description:
It was reported ¿that during a case the balloon was broken and leaked and the facility also stated the tube had a ¿defective blue tip.¿ the patient had to be re-intubated. After the re-intubation they had no further issues and the case was completed. There was no patient impact other than the re-intubation.¿

Manufacturer narrative:
Date of this report: 04/01/2015. Date MFR rec: 04/24/2015. Product evaluation: for analysis, a syringe was used to verify there was a leak in the device which would have resulted in the reported event. When viewed under magnification, the sample had a tear in the middle of the cuff. The instructions for use indicates ¿do not attempt to use an emg endotracheal tube without first performing a cuff inflation test. Inflate the cuff with air and visually inspect the cuff for any abnormality. Replace with another emg endotracheal tube if any adverse abnormality is found.¿ there was no damage to the packaging that would indicate a cause. Method: actual device evaluated; labeling evaluation; fluid pressure testing; microscopic inspection. Results: stress problem. Conclusion: operational context caused or contributed to event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4).